Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On 09/11/2025, it was reported by the patient's spouse that the patient started using the sensor and pump again following a separate event. The patient uses tandem tslim in modified closed loop. Due to inaccurate readings, patient's blood sugar dropped to 20mg/dl bg while egv was showing 199mg/dl. They did not realize it was that low. The spouse said they went back to the hospital and stayed there until (B)(6) 2025. The patient was still under observation during the report. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.